Event description:
Pt underwent stab phlebectomies of recurrent varicosities of left saphenous vein in ambulatory surgery. Grounding pad applied to left thigh and attached to electrocautery machine. Skin intact postoperatively. In pacu, pt complained of burning of the thigh. Discharged with leg wrapped in circumferential bandage. Blisters noted 48 hours later, when pt removed bandage. Burn area matched size and contour of grounding pad. Burn progressed to full thickness thermal injury, necessitating skin graft.

Manufacturer narrative:
Other: there is no evaluation done on device itself since the device was not returned to the manufacturer. It is very difficulty to get the pt and treatment information from the hospital. Based on the information provided by the hospital in user facility reporting to the FDA and the age of the pt, the adverse event could be pressure necroses caused by putting the electrosurgical pad on the site where the area was not well-vascularized. Results - anticipated adverse reaction - short term. Conclusion - other: this was anticipated adverse reaction. 3m identified this risk and mitigated the risk by adding the warning statement in the instructions for use. It sates "improper use of universal electrosurgical pads can cause electrosurgical burns or pressure necroses. In the instruction for safe use section, the IFU states "to reduce the risk of burns and pressure necroses: select a smooth, well-vascularized, muscular area close to surgical site that allows full universal pad-to-skin contact. The age of the pt could potentially contribute to the skin condition where the pad was placed.